Event description:
It was reported that balloon leak occurred. The patient presented for percutaneous coronary intervention. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during preparation, it was noted that the balloon was leaking air. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and the balloon was tightly folded. There was no visible damage to the device. The inflation device used in the procedure was not returned for device-to-device testing or analysis. Therefore, a test inflation device was used to test the connection of the manifold (hub) to the inflation device. The encore device was connected to the manifold of the complaint device successfully with no issue, irregularity, or resistance with the connection. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon leak occurred. The patient presented for percutaneous coronary intervention. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during preparation, it was noted that the balloon was leaking air. The procedure was completed with another of same device. There were no patient complications reported.